Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered more than expected. The device was returned to the biomedical department with an unsigned note that stated, "pump not delivering accurately." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There ere no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device delivered more than expected. Though requested, no additional information was provided.